Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
A patient requested MRI compatibility guidelines for a scan of the lower back. The MRI was not due to a problem with their implantable neurostimulator (ins) device or therapy. The patient reported that in (B)(6) 2015, the therapy had not been helping as much. She had an older machine so she would have it at one level, then she would lay down and the stimulation would be too high. The patient had the implantable neurostimulator (ins) explanted in (B)(6) 2015. The intention was to have a full system explant, however during the procedure scar tissue was found so the leads were left in. The patient reported they recovered completely. No further complications were reported/anticipated. The indication for implant was radicular pain syndrome (radiculopathies) and spinal pain.